Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking from the trocar when no instrument was in the port. A second cylinder was used to compensate for the loss of co2. The surgeon decided to convert to an open procedure due to the patient's size. The conversion was not due to the trocar issue.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.